Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized and vague report of separations at bonding of custom IV sets during IV push administration. There is no report of a specific patient event, leaking or patient harm. This file will serve to document the report for trending purposes.